Event description:
It was reported that while positioning a diagnostic catheter, a shaft break occurred. The target lesion was located in the non tortuous and non calcified aortic arch. The physician advanced a non bsc .035" 260 cm guide wire and then advanced an imager ii diagnostic intravascular catheter to the aortic arch. While attempting to position the diagnostic catheter, the physician noted "he saw the guidewire run in the wrong way in cine, he saw the diag catheter shaft was broken." The physician removed the guide wire and the imager ii catheter. No issues were noted with the guide wire; however, the catheter was noted to have broken into three pieces, including the detachment of the distal end. All pieces were removed successfully. The procedure was completed with a different device. There were no pt complications and the pt's status is reported as stable.

Manufacturer narrative:
(B)(4).